Event description:
It was reported to philips that the device did not pass the test, defibrillation test and test of incorrect ECG hoses ,and whistled continuously.there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device did not pass the test, defibrillation test and test of incorrect ECG hoses ,and whistled continuously. It's unknown whether there's patient involvement, request for such info was sent out. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.